Event description:
The customer reported an unknown foreign material exiting from the biopsy channel during reprocessing involving an olympus gastrointestinal videoscope. The customer suspected that the cause of the foreign material is unknown at this time. There was no patient involvement reported.

Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.